Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) and (B)(6) 2018 with blood glucose was 485mg/dl. The customer's current blood glucose was 55mg/dl. The customer was treated with insulin pump, food and glucose tablets. Troubleshooting was done. Customer alleges pump was over delivering .customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Concomitant products were added.